Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred before use in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'error 345.' Was reproduced. A review of the event history log (ehl) revealed occurrences of 'error 345.' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed thermistor test with downstream reading at 91.4 and upstream reading at 79.1. The ultrasonic sensor and force sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.